Event description:
Amo received a report that a male pt was treated for acanthamoeba keratitis in (B) (6) 2001 while using complete moistureplus. The product identified by the reporter was not distributed in the USA during the time period the pt was treated. Medical records were received on 12/3/2009: medical records that indicate pt's symptoms of redness, discomfort while wearing lenses began around (B) (6) 2001. He was wearing acuvue daily contact lenses. Initially, he was treated for superficial punctuate keratitis and early iritis with homatropine and tobradex. He began to gradually improve until he 'got something in his eye' and diagnosis was changed to interstitial keratitis and he was referred to two other doctors. A diagnosis of limbitis secondary to contact lens over wear was given. The second doctor began to suspect acanthamoeba keratitis. On (B) (6) 2001, an ill-defined corneal infiltrate and scattered perineural inflammation were noted; acanthamoeba was suspected and a corneal biopsy was obtained. Brolene, neosporin were started. The biopsy was returned negative, treatment continued and cyclogyl and chlorhexidine were added to the treatment regimen. Treatment continued and the working diagnosis of acanthamoeba keratitis continued through fungal keratitis was also considered and so, natamycin was added to treatment regimen.

Manufacturer narrative:
By (B) (6) 2001, no infiltrates were noted, natamycin was discontinued and other medications were tapered. By (B) (6) 2001, medications were discontinued and va od 20/30- with a corneal scar noted. Visual acuity in 2007 was given as 20/20. Pt admitted to wearing his lenses 2-3 days and then storing in saline solution overnight as well as showering with lenses in place. (B) (4) - no code available, used for interstitial keratitis, limbitis, perineural inflammation. Lot number of solution used by pt is unk, and the manufacturer does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.